Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed a ¿speaker malfunction¿ inop message was displayed on the device, but the device did not produce sound. The rse determined that the part (453564238621,ms_x2 assy cbl x2/mp2 speaker assembly) needed to be replaced. The customer ordered a replacement speaker to resolve the issue.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2 and no sound was coming from the device. It is unknown whether the device was in use at the time of the reported issue. No death or patient / user injury or harm was reported.